Event description:
An eye care professional reported a possible acanthamoeba infection in the left eye of pt associated with wear of a focus dailies contact lens. Several requests have been made to obtain additional info. No further info is available at the time of this report.